Event description:
The patient stated that he was hospitalized some time in 2011, with a blood glucose of 400 mg/dl. The patient stated that he was new to insulin pump therapy at the time, and he panicked when he experienced high blood glucose levels. The patient didn't know if the pump was working, and he went to the hospital. No troubleshooting was done as the patient no longer has the pump that was in use at the time of the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.